Event description:
User facility reported this event to the MFR and to the FDA by modem. The modem report (on 6/14/96) was the first modem report, and user facility did not think to capture the session, so facility does not have a hard copy of that report. The incident involved a 36 yr old lumbar fusion pt, who developed bilateral arm weakness following his surgical procedure. Pressure areas were observed after the procedure, during which he was positioned on the table. User facility reported to MFR, and followed up approximately 6 weeks later with facility modem report to the FDA, when it came to facility attention that the pt had some residual weakness, although his symptoms had improved significantly, and are anticipated to resolve completely.